Event description:
Customer reported device was reading high for several months. Customer stated customer became unresponsive when customer's deivce = 135 mg/dl. Paramedics were called and their device = 19 mg/dl. Customer was given an IV and taken to the hosp where customer remained on the IV.